Event description:
The renal physician from (B)(6) contacted baxter to report that under temperature dialysis solution flowed into the patient, but no error occurred during therapy. There was patient involvement. The physician reported that patient had hypothermia after the last filling cycle. Manual discontinuation was performed for this event. Action taken with dianeal and outcome was not reported. An opinion of causality was not provided. During further follow-up with the physician, it was found that the patient was diagnosed with hypothermia with his temperature at 32 degree celsius and thyroid stimulating hormone (tsh) was high. The patient was hospitalized for hypothermia. On (B)(6) 2012, the event was resolved with tsh decreased to the normal level. Treatment for the event was unknown. The dianeal and extraneal therapy was ongoing with no change. The reporting physician stated that the conceivable causality of the event were below: peritoneal dialysis or concurrent condition (tsh increased), now indeterminable about this. The physician also requested baxter to check if the patient's home choice operated appropriately. Further follow-up with the physician revealed that the tsh increased as the concurrent condition was deleted and tsh increased as the suspected reaction was added. The patient's temperature when the hypothermia occurred was 32 degree celsius. The homechoice that the patient used was confirmed to have no error, and the patient had peritoneal dialysis (pd) with using dianeal and extraneal for long term without these events occurring, and the events were resolved with the dianeal and extraneal therapy ongoing. So the reporting physician stated that the events were unrelated to dianeal, extraneal or home choice.

Manufacturer narrative:
(B)(4). An evaluation of the device is anticipated but not yet begun. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4).additional information was recieved and the provider stated the device did not malfunction and was not causally related to the event. Furthermore, the patient did not push the start button on the homechoice on the day of the reported event.